Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an epump power cord. The customer reported that the power cord plug burned a hole in the case of the power plug.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.